Manufacturer narrative:
It was reported that the cockpit c500 of the ventilator unexpectedly turned black with audible alarm while in use. The analysis of the log file revealed that the c500 cockpit, but also the v500 ventilation unit performed a simultaneous warm start. The log file did not show any indication or entry for software or hardware related problems. The device has been checked after the event according to complete service and maintenance check without any deviation being identified. Therefore the root cause for this warm start could not be determined. A possible user action which would fit to the log entries is a fast switching off and on via the hard key, but this action cannot be proved. A warm start of the v500 ventilator needs only few seconds. During this time the breathing system is opened to atmosphere to make spontaneous breathing possible. The warm start is accompanied by acoustical alarm. After the warm start an mv-low alarm is generated until the lower alarm limit for minute volume is exceeded again. The device has been returned into service without any further reported problem.

Event description:
It was reported that: the cockpit c500 of the ventilator unexpectedly blackout with audible alarm while in use. Thus, the user immediately replaced the device. No injury reported.